Event description:
It was reported that the patient experienced extreme pain for five consecutive days during the trial period. The patient noted that the stimulation had turned off on the fourth day and pain was worse than the pain experienced before the trial started. It was noted that patient was now dependent on medications.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7087765.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial:(B)(6). Batch: 7087765. UDI: (B)(4).

Event description:
It was reported that the patient experienced extreme pain for five consecutive days during the trial period. The patient noted that the stimulation had turned off on the fourth day and pain was worse than the pain experienced before the trial started. It was noted that patient was now dependent on medications. Additional information that during the trial period patient was feeling great for several days. It was noted that patients wire has detached, and original pain came back. The patient underwent a trial lead pull procedure where the spinal cord stimulator leads were removed. The explanted devices were not returned.